Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with non-st segment elevation myocardial infarction (nstemi) on (B)(6) 2019 and a 2.25 x 15 mm xience alpine stent was implanted without reported issue. On (B)(6) 2019 the patient was readmitted and hospitalized for angina. There was no reported treatment; there was no reported adverse patient effect. No additional information was provided.